Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, there were difficulties advancing the sheath in the right iliac vessel due to the calcification, and then it was caught on transition of sheath and dilator. The esheath was withdrawn and a distal tip split damage was observed. A second esheath was used in replacement and the valve was deployed without issues. There was no patient injury, and was noted as to be discharged.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review, and the following was observed: distal tip appears to be split at vertical score line location. Presence of calcium at access vessel. Tortuous anatomy at access vessel. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Edwards provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training refresher training materials, including adequate hydration of components, use of 0.035 inch guidewire, and appropriate orientation of the esheath esheath plus seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and or procedural factors can contribute to sheath insertion advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and or lead to consequential damage of the sheath. In this case, the complaints were confirmed. Investigation results indicate that patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath, while patient factors (calcification, tortuosity) and or procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No IFU training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.